Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient developed a skin reaction at the application site on the back of the arm. The symptoms included a red circular swelling under the patch area, approximately the size of the sensor, along with pus formation indicating infection. After approximately 2 weeks of persistent symptoms, the patient sought evaluation from a doctor, who performed manual drainage by squeezing the site, releasing a pus. The patient also performed self-care by cleaning the area with hydrogen peroxide. The doctor prescribed doxycycline hyclate 100mg tablet, with instructions to take 1 tablet twice a day as antibiotic treatment. The infection gradually improved over the following two weeks. At the time of reporting, the patient stated that the site is still there but getting smaller, with reduced inflammation and ongoing healing, and no further medical treatment. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.